Event description:
We received a report that a haptic was damaged and the tecnis za9003 intraocular lens (iol) was ''explanted'' from the patient's eye. The report indicated that the haptic damage was noticed ''upon receipt'' and there was patient contact. The returned iol was cut in half and appears to have been prepared for surgery. The information indicated an incision enlargement was not required and there was no patient injury. While it appears that the event occurred during the initial procedure, tt cannot be ruled out that the iol was explanted in a secondary procedure.

Manufacturer narrative:
Follow up information was received that the intraocular lens (iol) was removed during the initial procedure and not a secondary procedure. No patient injury reported. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturing site for investigation. Visual inspection of the returned lens sample showed the lens was cut in half, most probably to make the removal and replacement of the lens possible. The reported complaint of haptic damage could not be confirmed due to the received damaged condition of the returned lens. No further product testing could be performed. A review of the manufacturing records was performed. All process operations documented in the manufacturing record were in compliance with manufacturing instructions and specifications. All tests results showed a pass disposition. No deviation or non-conformance (ncr) was generated during the manufacturing process for the lens. The lens met all manufacturing specifications prior to release. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.